Event description:
Stretcher located in storage area had left siderail that would not lock. No injury reported.

Manufacturer narrative:
Technician found stretcher in storage area. Left siderail would not lock due to missing shoulder latch bolt. Replaced the shoulder latch bolt to resolve this issue.